Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. It was further noted that the left ventricular (lv) lead output had increased. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.